Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient's implantable pulse generator (ipg) became inoperable. This issue began for the patient on (B)(6) 2020. The patient underwent a surgical procedure on (B)(6) 2020 and the device was not placed into surgery mode. Patient will undergo surgery to replace ipg at a later date. Patient is stable.